Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled device implant. During procedure it was noted that the right ventricular lead helix could not be screwed. The lead was explanted and replaced. The patient was stable during and post procedure.